Event description:
Date of procedure: 1/22/98. It was reported to target by the treating physician that during an embolization of a basilar aneurysm a catheter was placed within the aneurysm. A coil was then placed within the aneurysm giving good occlusion of the aneurysm. It was noted that the proximal coil marker seemed shorter than normal. An attempt was made to detach the coil using normal voltages and currents. Over time several false signals were observed. After 45 minutes there was no detachment so the physician decided to remove the coil due to difficulty in seeing the coil marker. Upon removal, the coil broke within the catheter while the catheter was still within the aneurysm. The coil pusher was removed and a micro-wire was put in the catheter. The catheter herniated out and the coil was noted to be 5 cm within the basilar and proximal to the vertebral artery. Unsuccessful attempts were made to retrieve the coil with a snare. After the procedure it was decided to anti-coagulate the pt. She was anticoagulated and has recovered well after the procedure.

Manufacturer narrative:
The gdc pusher wire was returned wrapped around itself in a plastic bag. The catheter and the power supply used during the procedure were not returned for evaluation. During the investigation it was confirmed that the gdc coil had separated because the pusher wire broke at the detachment gap. The pusher wire was totally deformed, the proximal end of the sleeve was accordion wrinkled. The core wire broke with a torsional type fracture, most likely while attempting to reposition the coil. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without our independent verification as to its accuracy, completeness, or causal relationship to the product.